Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01349, 01350, 01351, 1043534-2013-00060.

Manufacturer narrative:
Conclusion: no device failure.the complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.evidence that product in specification when used.(B)(4).

Event description:
Allegedly removed during the revision of another component.